Event description:
During the saphenous vein harvesting procedure, the image on the endoscope is dark. The issue was identified during testing and no pt involvement was reported. No pt complications were reported.